Manufacturer narrative:
Age range from 80 years to 90 years. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Following multiple proximal to distal treatments on low speed, the crown of the diamondback 360 coronary orbital atherectomy device (oad) engaged calcium in the distal right coronary artery (rca), but the crown could not be advanced through the lesion. The vessel was severely tortuous and heavily calcified. The proximal and mid rca were 95 to 99% stenosed, severely calcified, 2.75 mm in diameter, and very tortuous in the proximal segment. Difficulty was encountered during removal of the oad. A non-csi wire was unable to advance over the viperwire advance guide wire, at which point the system was removed. Upon removal, the driveshaft was observed to have fractured distal to the crown. The fragment was removed on the viperwire guide wire. The vessel was rewired, and balloon angioplasty was performed. The procedure was completed with stent placement.

Manufacturer narrative:
Supplemental report updated fields: b4, g6, h3, h5, h6, h10. The oad was returned to csi for analysis. Following sem analysis, the reported event of a driveshaft fracture was confirmed. However, the cause of the driveshaft fracture could not be determined due to condition of the device. Analysis concluded that the device was spun following the fracture, resulting in the inability to identify the cause of the fracture. Excessive flexing near the crown due to spinning in excessive tortuosity or resistance can push the driveshaft into a tight bend shape, potentially leading to a driveshaft fracture. The oad instructions for use includes warnings to users regarding treatment in excessive tortuous or angulated vessels or bifurcations. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).